Event description:
Pt contacted depuy spine to report that he had 2-level charite disc implanted in 2005 and that he did fine for about 7-months. He reported that now something is not right. He has (since 2006) increased pain and his back cracks. He has had x-ray taken however, his surgeon has taken no action. Depuy spine is taking a conservative view and reporting this as an adverse outcome as it could result in the need for surgical intervention.

Manufacturer narrative:
The event as reported cannot be attributed to the device. Info is limited at this time and no conclusions can be made. Using two charite implants in one pt is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the info that is recommended in the instructions for use (IFU) supplied with eacth device.